Manufacturer narrative:
This report is submitted on april 27, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced vomiting and vertigo, and was subsequently admitted to hospital (date and duration not reported).